Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed. Instructed the customer to change the infusion set and use manual injections per md protocol.